Event description:
It was reported that the insulin pump is cracked around the reservoir compartment. Customer keeps the device in his pocket and does not over tighten the reservoir. Device has not been dropped or bumped. Blood glucose value is 6.7 mmol/l. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.